Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform unexpected restart error test, rewind test, self test and displacement test due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error and unexpected restart. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump. Customer's dad also reported that the customer was on vacation and the insulin pump was exposed to hot weather that could have led to button error. Button error troubleshooting was performed and confirmed that time is advancing. No unexpected restart alarm troubleshooting was performed. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.